Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and the associated device displayed noise, oversensing and pacing inhibition. The patient was seen for a revision procedure where the physician suspected a lead fracture. The pace/sense portion of the lead was surgically abandoned; a new pace/sense lead was added. There were no additional adverse patient effects reported. The device remains in service.